Event description:
Information received indicates the reverse trendelenburg pedal at the foot end of the stretcher does not work.

Manufacturer narrative:
The technician found the set screw was loose on the trendelenburg offset plunger. The technician tightened the set screw to repair the stretcher.